Manufacturer narrative:
(B)(4). Approximate age of device - 1 day. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient had a difficult intraoperative course and required placement of a right ventricle percutaneous heart pump on the same day. The patient's chest was opened and closed three times to achieve hemostasis. No anticoagulants were given to the patient for the first 6 days post implant due to bleeding and the patient's lactate dehydrogenase (ldh) level reportedly increased up to 1500 u/l. The patient experienced a right ventricle infarction with wide open tricuspid valve regurgitation. Thrombus was observed along two-thirds of the aorta and coronary sinus on postop day 4. It was reported that the lvad ran at 8200 rpm with higher than expected power levels of 5-7 watts and estimated pump flows of 8 lpm which did not correlate with the observations from a swan ganz catheter. The impella was removed and the patient's ldh level reportedly decreased somewhat, but no improvement in the lvad flow rates was observed. The size of the thrombus in the aorta also decreased, but it was still present. The patient was started on continuous renal replacement therapy (crrt) due to having a creatinine level of 4 mg/dl. It was reported that the patient's total bilirubin was rising and the patient experienced runs of ventricular tachycardia and ventricular fibrillation on (B)(6) 2016. The patient was reportedly vasoplegic on neo-synephrine and norepinephrine. On (B)(6) 2016 a permacath was placed for dialysis. The right chest tube was reportedly still draining 50-100 cc of serosanguinous fluid. The patient had required a tracheostomy and the trach tube was able to be downsized from an 8 fr tube to a 6 fr tube. The patient was undergoing physical and occupational therapy and was in the process of being evaluated for the acute rehabilitation unit. No additional information was provided.

Event description:
Additional information: it was reported that the patient continued to remain in the intensive care unit. The patient's liver function had improved and lactate dehydrogenase level had dropped into the 400 u/l range; however, the patient's kidney did not improve and the patient is ongoing on dialysis treatment 3 times a week. The patient was reportedly not eating and had a prealbumin level of 5 mg/dl. The patient had been receiving tube feeding since (B)(6). The patient was bedridden with a recent fall and reportedly had a gastrointestinal bleed on (B)(6) 2016. Arteriovenous malformations were found and cauterized in the cecum/lower intestine area. The patient had respiratory failure and received a tracheostomy. The patient was then placed back on a ventilator on (B)(6) 2016 after becoming obtunded and acidotic. It was reported that the patient then developed a fever with purulent sputum; however, the patient continues to be coherent and neurologically intact. The patient refuses to accept palliative care.

Manufacturer narrative:
A correlation between the device and the reported elevated lactate dehydrogenase level, thrombus, and gastrointestinal bleeding could not be conclusively determined. Device thrombosis, hemolysis, and bleeding are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that the patient continued to be chronically ill as of (B)(6) 2016. The patient was readmitted for 3 episodes of gastrointestinal bleeding in which ateriovenous malformations were cauterized and the patient continued to receive dialysis at the rehabilitation center. The patient remains neurologically intact.